Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left cubital region. The 6.0 x 40/80 f/g sterling otw balloon catheter ruptured at 14atms on the initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the f/g sterling otw balloon catheter was received for analysis. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the midsection of the balloon. Visual inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing record confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous left cubital region. The 6.0 x 40/80 f/g sterling otw balloon catheter ruptured at 14atms on the initial inflation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).